Event description:
A lead and generator were implanted. When programmed, the product failed and a new lead and generator had to be re-implanted. The product had patient contact but no patient harm. Rep was present for the case. Manufacturer response for inspire stimulator lead and generator, (brand not provided) (per site reporter). Device was picked up for evaluation.